Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that after successful firing of the ils and completing all the proper anastomotic testing, the pt had to be re-opened because of a leak. The device is a cdh, but is unk which one.